Event description:
The user facility reported to terumo cardiovascular that the tubing is too hard and would damage the roller. There was no pt involvement, and it is unk if the product was changed out.

Manufacturer narrative:
Terumo did receive the actual device for evaluation, but the investigation has not been completed. Terumo intends to submit a follow-up report once more info is obtained and the device is evaluated. (B)(4).